Manufacturer narrative:
One used infusion set was returned for product inspection. Visual inspection of the infusion set revealed that the adhesive layer, with fabric attached, was released from the site. No evidence was found to suggest that the event was caused by an intrinsic product defect. The root cause of the infusion set detachment could not be determined through product evaluation and inspection.

Event description:
Home care patient reported that after the application of the infusion set, the adhesive portion of the set detached from the patient's skin and fell away from their body. The home care patient reported that they replaced the infusion set and continued infusion therapy. No permanent adverse effects to patient reported.